Manufacturer narrative:
A ge service rep performed an on site investigation. The failure could not be duplicated. The video cable was checked during the service call.

Event description:
The customer reported that the 9900 system had a problem with synchronization. No pt injury was reported.